Event description:
Two tibial tray impactor tips were received following a reusable instrument tray re-processing. The impactor tips had broken at the point where the tips connect to the impactor handle.

Manufacturer narrative:
Two tibial tray impactor tips were received following a reusable instrument tray re-processing. Review of the returned components showed that the impactor tips had broken at the point where the tips connect to the impactor handle. Review of inspection records for the affected lots indicate that the impactor tips were manufactured to specification.